Manufacturer narrative:
Manufacturer ref# (B)(4). Summary of investigational findings: the physician identified a curved sheath of zteg-2p-38-127-pf when he opened the product box. The device was used for the procedure anyway, but when the physician attempted to insert the device into the patient, resistance was felt around the puncture site. The device was removed and a gap between the dilator tip and sheath was identified. The procedure was completed with another zteg-device. There have been no adverse effects to the patient reported. Additional information reports that the gap between the sheath and dilator tip was not observed before the procedure and that the patient had no calcifications and no tortuousity in the access area. A photo was provided showing the device sheath and dilator tip post-procedure/on the operation table. The sheath has a small curve on the middle. However, the described gap between the sheath and dilator tip was not possible to identify on the photo. According to the IFU "do not continue advancing the wire guide or any portion of the introduction system if resistance is felt. Stop and assess the cause of resistance; vessel, catheter, or graft damage may occur. Exercise particular care in areas of stenosis, intravascular thrombosis, or calcified or tortuous vessels". Review of the device's work order did not found evidence to suggest that the device was manufactured or packed outside of specifications/instructions. The cause for the reported advancement difficulty and described gap between the device sheath and dilator tip cannot be determined based on the provided information. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p070016. H6) device code: 3191 - appropriate term/code not available for gap between the dilator and the sheath investigation is still in progress this report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: approach was gained from the right femoral artery to treat the thoracic aortic aneurysm. The user opened the box of zteg-2p-38-127-pf/ lot e3517803 and he noticed that the sheath was slightly curved. He judged the device could be used and the device was flushed. Then, he attempted to insert the device into the body but he felt resistance, so he removed the device from the body and checked the device. There seemed to be a gap between the dilator and the sheath. He used another zteg-2p-38-127-pf instead and completed the procedure. Patient outcome: there have been no adverse effects to the patient reported.